Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) had autoload system failure (fault 57) . There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after checking the equipment confirmed the issue, the purge assembly was replaced. The doppler bag was also replaced because it was worn and infected with blood. Functional tests of operational equipment.